Manufacturer narrative:
H6: investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. Additionally, fifteen (15) retention samples from bd inventory were evaluated by visual examination and the issue of fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced foreign matter on the device cannula/ needle. The following information was provided by the initial reporter. The customer stated: foreign matter on needle tip.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced foreign matter on the device cannula/ needle. The following information was provided by the initial reporter. The customer stated: foreign matter on needle tip.